Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included painful periods, oropharyngeal swelling, queasy and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar) and fluoxetine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and mental disorder ("psychological or psychiatric problems"), 1 year 9 months after insertion of essure (ess205). On (B)(6) 2009, the patient was found to have weight decreased ("weight gain / loss (specify which one)") and weight increased ("weight gain / loss (specify which one)"). On (B)(6) 2016, the patient experienced nausea ("nausea") and rash ("rashes or skin condition"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), premenstrual dysphoric disorder ("pmdd") and back pain ("low back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial) and undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, alopecia, weight decreased, bladder disorder, urinary tract disorder, cystitis, vaginal infection, mental disorder, premenstrual dysphoric disorder and back pain outcome was unknown and the fallopian tube perforation, pelvic pain, weight increased, urinary tract infection, nausea and rash had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, device expulsion, fallopian tube perforation, genital haemorrhage, mental disorder, nausea, pelvic pain, premenstrual dysphoric disorder, rash, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2006 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: expulsion of essure device. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet and medical record was received. Events added from pfs- hair loss, perforation (fallopian tube(s), weight gain, weight loss, bladder problems, urinary tract disorder, bladder infection, urinary tract infection, vaginal infection, nausea, psychological or psychiatric problems, pmdd, rashes or skin condition, low back pain, expulsion of essure device. Reporter information, medical history, concomitant drug, lab data, events outcome, weight, height was added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.